Event description:
It was reported that during dialysis catheter placement, during preparation, the tunneler tip broke off. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the lot met all release criteria. DHR was reviewed and no deviations/issues were identified or associated with this problem in regards to product materials or during manufacturing, packaging or qc inspection process. All necessary inspections were performed throughout all manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot in regards to the described problem. Labeling review: as this complaint has been found to be manufacturing/supplier related, a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) is not applicable. Product labeling would not have prevented this issue. Investigation summary: one glidepath hemodialysis catheter and one tunneler were returned for evaluation. Gross visual and microscopic visual evaluations were performed. The investigation is confirmed for damaged tunneler tip, as the tip of the plastic proximal tunneler tip was observed to be separated from the tunneler and lodged in the distal end of the catheter. The edges of the breaks were observed to be jagged. It is likely that supplier issues contributed to reported event.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 09/2020).

Event description:
It was reported that during dialysis catheter placement, during preparation, the tunneler tip broke off. There was no patient contact.